Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 55 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. Blood glucose level was 253 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.